Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: as the nurse was administrating the adriamycin IV push, the ll adapter stripped off the y-site of the safeday set, causing the adriamycin to leak. A chemo kit was used to clean up the spill. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The set was spiked into a baxter 100ml pab of sodium chloride and a loose teva adapter was also returned. The returned IV set was leakage tested, per specification, with passing results. Both safeday injection sites were accessed with a syringe and the set was tested a second time with passing results. Therefore, the reported defect was not able to be replicated or confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.